Manufacturer narrative:
Device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer due to a defect feedthrough which led to loosening of the internal part of the transducer housing. Entering the MRI with the (already non-hermetic) implant likely caused the adhesive connection between the transducer and its housing to loosen, resulting in the symptoms reported by the patient. The MRI procedure itself is unrelated to the implant failure. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
After a 1.5t MRI the user reported a difference in hearing with the device when moving his head. While running or walking the hearing is interrupted. There was also some scratching and soft noise levels reported when the audio processor is in use. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
After a 1.5t MRI the user reported a difference in hearing with the device when moving his head. While running or walking the hearing is interrupted. There was also some scratching and soft noise levels reported when the audio processor is in use.